Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
An unexpected return was received for an unspecified reason. The customer later reported that on 9 wt hematology/oncology the rn found the bifuse had come apart at the bifurcation. The rn changed the tubing, and several hours later, the second bifuse was leaking in the bed and found to be apart. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that the bifuse came apart at the bifurcation and leaked was confirmed. Visual inspection of the set noted a separation between the tubing and the y-connector outlet on the set. Examination under magnification observed insufficient solvent around the end of the tubing where the separation occurred. No other damage was observed on the set or its components. Functional testing was deemed unnecessary due to the separation. The separated tubing was measured to be within measurement specification. The root cause of the separation was due to insufficient solvent during the manufacturing process.

Event description:
An unexpected return was received for an unspecified reason. The customer later reported that on 9 wt hematology/oncology the rn found the bifuse had come apart at the bifurcation. The rn changed the tubing, and several hours later the second bifuse had also separated and was leaking in the bed. There was no report of patient harm.